Event description:
The first patient that we identified had already had 13-14 piccs (peripherally inserted central catheters), all power piccs. When using the 14th PICC, redness under the dressing where the PICC was laying was noted on the patient, but no signs of infection. Nurse spoke with the patient about her signs and sensations. The patient explained that for the past few piccs she had been experiencing itching at the site and up her arm on the inside. We had that PICC exchanged for a silicone line and the symptoms went away. She had two more silicone lines placed and had no issues. She then had another power PICC placed and had a anaphylactic reaction. The PICC was exchanged for a groshong central venous catheter and no further issues. This was our first experience with this situation. Since the issue with the first patient, we have had two other patients who definitely have the same signs of redness, itching and arm swelling. The redness is around the site and only under the line placement on the arm. All of the patients complain of itching and have swelling. The second patient had 10 piccs before he had an allergic reaction. On 10th PICC the symptoms showed up within 12 hours. The third patient only had 3 piccs, but she has her piccs in for longer periods of time.